Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving two shocks from their implantable cardioverter defibrillator. The shocks were found to be inappropriate and were delivered for supraventricular tachycardia. Physician adjusted medication for patient heart rate control. Patient was stable.